Event description:
Received information reporting the patient had lead revision surgery 2 months ago. Two of the leads were explanted and converted to a paddle lead because the leads had migrated. Additional information has been requested and if received, a follow up report will be sent.